Event description:
It was reported that the pump persistently displayed an occlusion alarm during startup, and the alarm did not clear while the device was in use for infusion. Although no patient harm or adverse event was reported, the persistent occlusion alarm could interrupt or delay therapy if it were to recur.

Manufacturer narrative:
B3: date of event unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.